Event description:
Healthcare professional (hcp) reports 6 fiber leaks since the beginning of april occurring at the onset of pt treatment noted by a blood leak alarm, visible blood in the dialysate lines and confirmed with hemastix. 5 fiber leaks occurred on a dry pack dialyzer. Per hcp, blood loss was minimal and treatments were continued with new disposables without incident. No pt injury or medical intervention reported.